Manufacturer narrative:
Additional information was received that the patient no longer needed the therapy. The patient underwent an explant procedure per physicians preference and was reportedly doing well postoperatively. The explanted devices were not returned to bsn as it they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model #: sc-4318, lot #: 193553621/19924831, description: clik x anchor.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.